Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported that shortly after the patient's pump was implanted on (B)(6) 2015, the patient noticed the pump was positioned too high in her abdomen and the top of the pump was protruding from her abdomen. The pump was "catching" on boxes she picked up and carried so it was revised. It was stated that only 2 bottom suture loops were utilized when the pump was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.